Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer also reported a needle anomaly, blood at the site and various sensor issues on the insulin pump. Customer's current blood glucose reading was 85 mg/dl. Troubleshooting was done for the no delivery alert and sensor issues. Nothing further reported.